Event description:
The customer reported the ventilator went vent inop while in use on a patient. The customer reported that there was no patient harm, but could not recall if the unit alarmed at the time of the vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem during service evaluation, but confirmed all alarms were functioning to specifications. The service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a failure on the cpu pcb. The service technician replaced the cpu pcb to correct the problem. Performance verification testing was completed and all tests passed per operating specifications, including alarms.